Event description:
Reporting status: serious injury/ required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2007, the pt underwent stenting of the pre-dilated distal lad. In 2008, the pt experienced angina and was hospitalized. A functional stress test was performed and was positive. Diagnostic coronary angiography revealed >=70% and <100% in-stent restenosis within the xience v stent. The stenosis was treated with balloon angioplasty and implantation of another company's des stent within the existing stent. The symptoms resolved the next day. No additional event or pt info is available.